Event description:
In the middle of a bronchoscopy, the bronchoscope was noted to be frayed near the distal end inside the et tube/ double lumen. A subsequent bronchoscopy was performed to confirm that nothing was left in the patient.